Event description:
Customer reportedly received the following results on a compact plus system as compared with a professional system within 10 minutes: 1. 25.9 mmol/l (compact plus system) and 8.0 mmol/l (hospital meter) 2. 29.0 mmol/l (compact plus system) and 8.0 mmol/l (pharmacy meter) readings of 8.0 mmol/l were not duplicated. Sets of readings were taken at different times. No actions taken based on device results. No adverse event reported. Requested return of alleged products for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.